Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer found that the reported event was caused by the incorrect placement of the irrigation sleeve, on the handpiece. The customer was advised to adjust it and it resolved the issue. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A clinical engineer reported that during the phacoemulsification the vacuum was low. A service technician was called to help troubleshoot the problem. The service technician advised to adjust the irrigation sleeve, this resolved the vacuum issue. Surgery was completed with no impact to the patient.